Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the retractable cord that was damaged. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the damaged power cord with a new one which resolved the issue. The fse then performed a unit checkout, and the unit passed all functional and safety tests and was cleared for clinical use. It is expected that the suspected faulty parts will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use, it was observed that the retractable cord for the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) has confirmed damaged power cord. He replaced ac power cord (0012-00-1688-21) to resolve the issue. Performed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use. The ac power cord / reel part number 0012-00-1688-21 serial number (B)(6). Ametek was observed per the cardiosave service manual part number 0070-00-0639 revision n with visual damage. The national repair center could not install the power cord /reel into the cardiosave test fixture serial number (B)(6) per the cardiosave service manual part number 0070-00-0639 revision n. Power cord was physically damaged. The reel / power cord will be held in the nrc per procedure number (B)(4) revision ag. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.